Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No specific event date was reported for this event. As such, a general review of the device data was performed. However, without a precise event date, the performance of the device during the event cannot be evaluated. No evidence of device malfunction was found in the available engineering logs. During this period, the ilet was behaving as intended by reacting appropriately to cgm glucose values and appropriately triggering device and cgm glucose alerts. Without a precise event date, the performance of the device during the event cannot be evaluated. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without a precise event date and additional information from the user, the cause of the event cannot be determined. The user has since returned the ilet.

Event description:
On (B)(6) 2024 an ilet user reported they experienced a low blood glucose (bg) event requiring assistance to treat. The user declined further troubleshooting and did not provide the exact event date. The user reported experiencing frequent low bg events, with levels dropping multiple times a week. During a recent incident, the user's blood glucose remained low (under 70 mg/dl) for 2.5 hours, and in other scenarios for about 30 minutes. The user consumed juice, soda, carbs, and glucose tablets to correct the lows. During one event the user received professional medical intervention, where emts arrived and administered glucose shots. However, the user did not need to be taken to the hospital. The user passed out twice during these events but did not require further assistance.